Event description:
I have been diagnosed with sleep apnea and have been using a CPAP machine since 2012. I received my new CPAP device from philips due to the recall/lawsuit in (B)(6) 2023. I started experiencing intermittent issues the new device in late 2023 where an error message would tell me, "service is required". In the beginning the error would clear after I unplugged the unit and powered it back on. Eventually, in early to mid 2025 the error could not be cleared and I sent the unit to altra service professionals which is an authorized 3rd party repair company for philips. The technician identified the issue was with the main board. On my service report dated (B)(6) 2025 the technician made the following notes on the service report. " the main board in the device will not connect to the philips service software, so I am unable to read the error codes. The blower box and motor look clean. And there's no water in the heater plate, so it should work properly. We just can't test it until the board is replaced. Please note: we have been working with philips for month to get their pca replacement software to work. They finally realized it is a problem with the coding of their software and have been working on that issue since the beginning of june 2025. Our latest update from philips is that the expected release of the new software is october 10th. We have parts, just need the software to be able to perform the replacement." Philips has pushed their resolution date several times. They told asp they would have the issue resolved by mid (B)(6) 2026. I just received a message from the repair center that philips has once again push their resolution time to mid (B)(6) 2026. One would believe that philips would work to resolve this issue much faster than 6 - 9 months. After all, these are medical devices. Pt code: 4582. Device codes: 1420, 1112, 2281. Reference report #mw5183623.